Event description:
The medela advanced pump in style contains a non removable canvas/cloth cover. It cannot be laundered. Virtually all baby items (carseats, changing pads, strollers, bedding) are easily washable for sanitary purposes. My breast pump is five months old and smells of curded milk and urine. Manufacturer refuses to provide replacement cover. This is not safe and sanitary for infant milk consumption. FDA safety report ID# (B)(4).